Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of entire endoscope] 8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [when using the air/water button] 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The company representative on behalf of the customer reported to olympus, the insertion tube of the evis lucera gastrointestinal videoscope was twisted and the device exhibited poor angulation. The device was returned. And an evaluation at the repair center revealed foreign materials inside the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. The customer does not know when the foreign material adhered to the scope. The returned device was evaluated. The customer allegation ¿poor angulation¿ was confirmed. Due to wear of angle wire and dent on the bending tube; bending angle in upward direction does not meet the standard value. Due to wear of angle wire; the play of up/down knob was out of the standard value. The allegation ¿insertion tube was twisted¿ was not confirmed. There were few additional findings. Due to a pinhole on connecting tube; water tightness was lost. Adhesive on bending section cover was chipped. Due to deformation of bending tube; connection between bending section and connecting tube was not secured. Due to a dent on channel-tube; forceps could not be inserted smoothly. Light guide lens was chipped, connecting tube had a dent and was wrinkled, objective lens had discoloration, scratches were found throughout the device. Due to dirt on objective lens; image displayed on the monitor was vignetted. The investigation is ongoing. A supplemental will be submitted on completion of investigation ofif any additional information is received.